Event description:
It was reported that customer received the intermittent catheters were twisted and unlevel. Stated that the customer suspects the issue occurred during packaging.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer received the intermittent catheters were twisted and unlevel . Stated that the customer suspects the issue occurred during packaging. Per additional information received via form with sample returned on 05jul2022, customer stated that catheters were in individual packaging, all twisted. Also stated that for $20 per catheter, they would thought that they could get one that was not so twisted. Customer thought catheter were twisted when the workers were jamming them into packages and poor quality control.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.